Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and act buttons response due to corroded keypad traces. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify motor error alarm, no delivery alarm due to a33 alarm. However, device passed rewind test and displacement test. No rewind grinding loud noise anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons are harder to press and sometimes no responsive and had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump made louder and grinding noise during rewind and had random no deliveries. The insulin pump will not be returned for analysis.